Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 02/16/2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to try another sensor and re-pair the transmitter, which was unsuccessful. Patient was ten advised to try another transmitter. No additional patient or event information is available.